Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. A manufacturing record evaluation was performed for the finished device lot number am5971 / w9909, and no non conformances / manufacturing irregularities were identified additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that four unopened samples of product code w9909 were received for evaluation. Visual inspection of four unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 4/13/2021.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify if both issues happened during the same event. Yes all during the same procedure, during suturing and then had to be suctioned up. Used another to complete.

Event description:
It was reported that a patient underwent a septoplasty procedure in 2021 and suture was used. During the procedure, the needle just come off the thread without excessive force. The needle was sucked into suction tubing and had to be picked out from dirty suction bottle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.